Event description:
Customer stated that the pump infused within 5% when testing at 10 ml dosage. However, when infusing 2000 ml dosage, the pump under infused 8.75%. There was no patient impact reported.

Manufacturer narrative:
Investigation is in progress. A follow up will be submitted when new information is received.